Manufacturer narrative:
Insulin pump received with blank display due to moisture damage to the electronic devices noted. Insulin pump received with cracked lcd display window corners noted. The test reservoir p-cap was able to lock in place. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had exposed to water and there was water under lcd screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.